Event description:
The complaint involved a pt who underwent knee revision surgery on (B)(6) 2015. The original surgery was dated (B)(6) 2014. The revision surgery was a result of pt pain around the patella. In the revision, the omni patella, insert and locking bolt were removed and replaced with new implants. The insert was revised from a 4 x 10mm implant to a 4 x 11mm implant, and the patella was revised from a 32mm x 8mm patella to a 29mm x 8mm patella.

Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction of deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the mfg and sterilization documentation for the explanted devices revealed no deviation from process or non-conformity of product that would have caused the adverse event.